Event description:
It was reported that during use with 2 lots of bd vacutainer® sst¿ blood collection tubes the tubes are pushing off the needle and underfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer states tube are popping off of collection device and underfilling.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd vacutainer® sst¿ blood collection tubes the tubes are pushing off the needle and underfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer states tube are popping off of collection device and underfilling.

Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 19- sep-2023. H.6 investigation summary: bd received 10 samples for investigation (5 from batch# 3137542 and 5 from batch# 3137543). Customer and retained samples from the same lot #'s were subjected to draw volume testing for no or low fill. All tubes were within specification. No tube push off occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.